Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 16.7 mmol/l (300.6 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with correctional bolus.